Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient had an x-ray done, and the cardiomems sensor was in the right iliac vein vasculature. The physician was monitoring the situation.